Manufacturer narrative:
The initial failure description was that that the rotaflow "did not display the lpm (liters per minute)". According to the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14 the rotaflow system can be operated in the lpm or rpm modes. A getinge field service technician was on site on (B)(6) 2021 to investigate the affected rotaflow. The technician was unable to reproduce the reported failure. The rotaflow was working according to factory specifications. The device has been returned for clinical use. The review of the non-conformities has been performed on (B)(6) 2021 for the period of (B)(6) 2010 to (B)(6) 2021. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in (B)(6) 2010. Based on these investigation results the reported failure could not be confirmed. However the failure mode "did not display the lpm" can be linked to the following most possible root causes according to our risk management file (dms# (B)(4)). Malfunction of the flow measurement system: zero flow calibration failed. Incorrect flow measurement. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 6.2 . The ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that the customer could not get any flow on the lpm (liters per minute) display . The failure occurred during patient treatment and the device has been exchanged with a backup device. No patient harm occurred. (B)(4).